Manufacturer narrative:
(B)(4). Batch # unk. Unknown; captured as awareness date. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported via the risk manager, "received notice of claim stating that patient underwent a laparoscopic appendectomy. Letter from patient¿s attorney states that approximately two weeks post op, patient was seen for complaints of pain and underwent a CT scan which ¿revealed a small bowel obstruction.¿ the patient underwent additional surgery and the letter states the surgeon from this procedure advised the patient ¿that the obstruction was caused by an open surgical staple hanging off the end of the appendiceal stump, which then hooked into another piece of small intestine and created an internal hernia.¿ letter further alleges that patient had reaction from the iodinated contrast used in the pre op and post op CT scans and developed graves disease. Patient has received treatment for the symptoms and has temporary relief but there are severe side effects from the medication."